Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se after an diagnostic procedure. Reportedly, the clip of the starclose se device failed to deploy. Manual arterial compression was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was received partially deployed and in the safety release activated state with the plunger and vessel locator wings (vlw) retracted, not clip deployed as the incident report indicated. The device had been deployed through the initial thumb advancer and delivery tube deployment and partial sheath slitting. The safety release then activated to account for the retracted positions of the plunger and vlw. It was confirmed the clip was still loaded on the carrier tube. There was no detected external or internal device damage. The device was tested for redeployment capabilities requiring the removal of the clip. The test was successful with complete redeployment of the device occurring, less the removed clip. There was no detected deployment anomaly. During the manufacturing process, a sampling of completed starclose se units from the lot was functionally and destructively tested to verify proper device operation. Additional testing confirmed proper device function. Based on the investigation, no product lot quality deficiency was detected. The cause for the reported event could not be determined as the returned device was received only partially deployed and during functional lab testing the device functioned normally as designed. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there have been no previous incidents reported for a failure to deploy the clip.